Event description:
The bausch & lomb lens injector was not functioning properly. It bent the haptics on the lenses. Physician tried two different lenses and two different injectors. Physician feels it may have been a bad lot.problem identified prior to any patient contact. Manufacturer response (as per reporter) for advanced optics aspheric lens, sofport ao with violet shield;manufacturer provided rga# for product return evaluation.manufacturer response (as per reporter) for lens injector, (brand not provided;manufacturer provided rga# for product return evaluation.